Manufacturer narrative:
An event of device disengagement from delivery cable when inside sheath was reported. The device was screwed back on by rotating the cable on the device pin and the device was successfully extracted during procedure. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 14f amplatzer amulet delivery sheath. During procedure, the amulet was disengaged from the cable inside the delivery sheath. The implanter proceeded to screw the device back on by rotating the cable on the device pin and the device was successfully extracted from the patient. There was no issued noted on the 31mm amulet. A new 31mm amplatzer amulet left atrial appendage occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.